Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose levels were reported. Prior to the hospitalization, it was stated that the insulin pump was having a problem priming, and it pushed all of the insulin into her body. The customer was connected during the manual prime. Troubleshooting was not performed on the insulin pump as the customer was not willing to give the insulin pump to the representative.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.